Event description:
It was reported that the patient experienced increased spasticity and spasm. Diagnostic testing included a dye study. A catheter break in the distal segment was noted. The cause of the issue was determined to be a clear tear was near the spinal anchor point. The location of the issue or symptom was reported as the catheter track. This resulted in hospitalization of the patient for surgical intervention to replace the total catheter. The catheter was explanted and replaced with a different product. At the time of the report the patient's status was reported as alive with injury. The product will not be returned as the customer refused. Per their policy, no human tissue could be released and human tissue was entangled around the anchor. The product issue was reported as resolved. The physician shared the patient¿s dose was to be titrated further and to the date of the report the patient was doing well. It was later shared that the patient had recovered well post-operatively and was receiving itb effectively. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 8709sc, lot# 0203218386, implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).